Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. There have been no adverse events associated with this reported issue.

Event description:
It was reported by a user facility that during the last 26 minutes of hemodialysis, the check valve 63 was leaking into the flow pump and caused it to fail prematurely. There was a pt on the machine at the time of the event. The pt was taken off the machine and completed therapy on another machine. There was no medical intervention required or adverse event. The machine was put back into circulation after the check valve and flow motor and replaced. No further info is available at this time.